Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced issue with a transfer set. The issue was further described as the transfer set had a separation of the female connector from the main body. It was reported that the patient experienced peritonitis. The cause was not reported. The patient was not hospitalized for the event. The patient was treated with vancomycin 1 gm intraperitoneally every other day for 10 doses. Forty-five (45) days after diagnosis of peritonitis, the patient had recovered from the event. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Correction, g3: date received by MFR: the initial MDR g3 date was inadvertently submitted as 02/07/2025; however, the correct date is 02/06/2025.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.